Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that the patient representative (pt rep) stated that the patient was in rehab because the night of their implant they went sepsis and the pt rep had to call an ambulance the next morning. They didn't know why they went sepsis. They were in the hospital for a week. The stimulator was working great. The manufacturing representative (rep) reviewed with the pt rep how to use the external equipment. The caller said the patient was older and they would have no clue how to use the device. They requested them to call back tomorrow when the patient was home and could review the information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.